Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented at end of life (eol) at 2.24v after delivering multiple shocks. The last capacitor reformation done a month ago was 11 seconds. A fault code 01 was also displayed. The patient has had no MRI or radiation therapy. A capacitor reformation done was 31.2 seconds and 2.24v. A guidant technical services representative discussed replacement.